Manufacturer narrative:
(B)(6). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The f-66 alarm was identified in the alarm log and was encountered during functional testing. The cause was determined to be a damaged sensor pcba board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-66 alarm. It was not specified when in the process this occurred; however, there was reportedly no patient involvement. No additional information is available.